Event description:
This is report 2 of 2 for (B)(4). It was reported from japan that during an arthroscopic rotator cuff repair surgery on (B)(6) 2024, it was observed that when threading the two ideal suture shuttle 90 degrees devices through the soft tissue, the tips of both suture shuttles were deformed. According to the surgeon, the device has always been used and only the same amount of force was applied as usual however, it has been deformed. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D11: concomitant med products and therapy dates: ideal suture shuttle 90 degrees device, 6/12/2024 the investigation has been updated to reflect the correct information: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (23p14), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).